Manufacturer narrative:
This report is submitted on april 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown at implant site and subsequently was treated with a topical antibiotic (date and duration not reported).